Event description:
It was reported that during a percutaneous coronary intervention procedure markerband visibility issues occurred. While using the 3.0x12mm apex over-the-wire balloon it was noted that the radiopaque markerbands were not visible under fluoroscopy in "big chested" patients. The device was removed and the procedure was completed with a different device. No pt complications were reported with the pt's current condition listed as "fine."

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from the review, a supplemental medwatch will be filled.